Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal segment was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal conductor and the defibrillation conductor (not obstructed), the outer insulation had a cosmetic cut, the overlay tubing had cosmetic melting, the outer insulation had a white substance and a cosmetic depression, the overlay tubing had cosmetic environmental stress cracking, and there was apparent explant damage.

Event description:
It was reported that a right ventricular [rv] lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.